Manufacturer narrative:
Patient information was unavailable from the site. The biomedical engineer was unable to replicate the reported issue, and the system has functioned normally since the reported event. No parts have been replaced on the system, and no medtronic representative has needed to travel to the site. No findings possible.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system encountered an error message stating "error 13 generator overload - early termination of 3d scan has occurred". It was reported that this occurred while acquiring a 3d spin, and images were not reconstructed on the mobile view station (mvs). A new 3d spin was acquired immediately after this incident, and the system then functioned normally. The procedure was completed successfully with the imaging system after a delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
Additional information: patient demographics have been provided. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
(B)(6).